Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical records were provided and reviewed. The investigation was confirmed for alleged perforation of the inferior vena cava, positioning issue, and retrieval difficulties. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced tilt during deployment, perforation and difficult to remove. This information was received from one source. The malfunction involved patient with no known impact to the patient. The 80 year old male patient's weight was unknown.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical records were provided and reviewed. The investigation was inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced tilt during deployment, perforation and difficult to remove. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old male patient's weight was unknown.